Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge did not "click" onto the pump. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.